Manufacturer narrative:
Corrected information was provided in d1 (brand name). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump stopped and was unable to be restarted successfully. The pump was explanted. There was no patient injury reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are two associated devices for the reported event. The pump is addressed under manufacturer report number: 1220648-2025-46289.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: the real time (rt) logs confirmed that the pump stops kept occurring while the pump was attempting to be run on this console. Device analysis: the failure mode was not reproduced during testing with a known good engineering pump on the complaint console, despite running the pump in the same manner as the clinical situation. Root cause: the cause of the pump stop was not related to the console. Device history review: the device passed all post sterile inspection checks.